Event description:
It was reported that; during (l4/5, l5/s1 mis-plif) surgery, a progress of a screw has stopped when the surgeon was inserting the screw to l4 left through a k-wire. The k-wire did not be removed from the screw, so the surgeon removed the k-wire and the screw together. Then, the surgeon inserted the other screw through the other k-wire.

Manufacturer narrative:
Lot# b63292. Device inspection, functional analysis, device history review, complaint history review, risk assessment. The k wire was returned in a deformed condition. The k wire was severly bent overall and had several smaller bends throughout the wire. The k wire was attempted to be passed through the screw cannula and was unable to when it reached the bent portion. No relevant manufacturing issues found upon device history review. According to the risk file, some of the potential causes which lead to such type of jamming are: previously damaged or deformed screwdriver cannula, - k-wire was bent or damaged during a previous step, - burrs on k-wire, - user error, user does not align crew and screwdriver to k-wire. The probable root cause of the reported jamming is due to the bent/deformed k-wire.

Event description:
It was reported that; during (l4/5, l5/s1 mis-plif) surgery, a progress of a screw has stopped when the surgeon was inserting the screw to l4 left through a k-wire. The k-wire did not be removed from the screw, so the surgeon removed the k-wire and the screw together. Then, the surgeon inserted the other screw through the other k-wire.